Event description:
On march 16, 2006 while transferring a resident using a viking pt lift, the facility reported that the resident fell out of the sling suffering a broekn rib. Resident was taken to local emergency room, treated and returned to facility same day. The next day a liko rep. Was allowed to view and inspect the equipment, and it was found to be in a safe working condition and was not removed from service. The sling used in the incident was not a liko manufacturing sling, and therefore was not designed, tested or approved for use with a liko pt lift. It is in the view of liko inc. That if the manufacturers approved sling had been used in the transfer, this incident would not have occurred.